Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the uim display on the avea ventilator is not clear and has several lines present on the display. The customer advised there was no patient involvement associated with this event.